Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted shell and liner covered in biodebris. The liner has a screw through the centre of the inner surface and is used to disassemble the liner from the shell. The shell has the screw plugs in place. No further observations could be noted for the liner from the image. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 2 ap pelvis/proximal femur radiographs are reviewed, obtained at pre-revision and post-revision time points. The prerevision radiograph shows presence of left hip total arthroplasty. Radiolucency is present at the femoral stem tip metal-bone and metal-cement interfaces which may indicate loosening. The acetabular cup lateral angle of inclination is abnormally steep. Leg length discrepancy is present, with left leg relatively short. Heterotopic bone projects just proximal to the left hip lesser trochanter and faint small heterotopic ossification projects lateral to the left hip. Post-revision ap pelvis/proximal femur radiographs shows presence of left total hip arthroplasty. The acetabular cup has been revised. The acetabular cup lateral angle of inclination is now standard. Findings are otherwise similar to the earlier pre-revision radiograph. A definitive root cause cannot be determined. The x-ray review suggests the cup inclination is a risk factor for the dislocation. The positioning of implants are at the surgeons discretion and depends on the patients anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat # 010000703 lot# 7840937 g7 bonemaster ltd acet shl 52e. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 6 weeks later due to dislocation. During the revision, the orientation of the cup was changed. Attempts have been made and no further information has been provided.